Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a decrease in impedance and poor thresholds. An insulation breach is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.